Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality and glitchy cue functionality was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number asesac106 showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - the subject customer received a new sr8 last week and during initial in-service the cue functionality was glitchy. It has gotten worse and the picture was noted to be grainy. Furthermore, when zooming between 1-3cm zoom the picture would get blurry and oblong.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the subject customer received a new sr8 last week and during initial in-service the cue functionality was glitchy. It has gotten worse and the picture was noted to be grainy. Furthermore, when zooming between 1-3 cm zoom the picture would get blurry and oblong.